Event description:
A u.s. Distributor returned an electrode belt sn (B)(4) indicating that the belt was unable to perform incoming testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to perform incoming testing) was confirmed. Upon evaluation, the trunk cable connector was warped. The cause of the inability to perform incoming testing is the warped trunk cable. The root cause of the warped trunk cable was unable to be positively identified. No adverse event resulted from the defective connector.